Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date in 1998 and received a competitor stem and a biomet cup. Subsequently, a revision procedure has been indicated due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.